Event description:
6/22/20-pt presents for initial wound care visit regarding an ulcer on her right foot. It has been present for approx 6 weeks- she does not know the cause of the sore. (B)(6) 2020- patient non-compliant with not bearing weight. Family is "milking" ulcer. Primatrix graft #1 placed. Graft lot#: 1912024 12/8/20- pt here for follow up of right medial / plantar foot ulcer her original wound measures fairly stable to marginally increased today- the small opening more proximal on the medial heel has resolved. Graft #2 placed. Graft lot#: 2003022 no new inflammatory/infection signs documented. (B)(6) 2020- will use collagen this week because no graft available. Drainage is improved. Opening more posteriorly - medial heel- no drainage today- resolved. (B)(6) 2020- pt here for follow up of right medial / plantar foot ulcer. Her original wound measures improved today. The small opening more proximal on the medial heel has resolved. She has been approved for primatrix graft - she has had 2 prior grafts. Graft is avail today so we will place. Will place primatrix # 3 today graft lot#: 2003022 (B)(6) 2020- it seems to be closing in. Drainage is improved. No graft is available today so we will use collagen. (B)(6) 2021- her original wound measures improved today. Has some periwound irritation and peeling skin more proximally on the ankle - will use triamcinolone/ zinc paste at this site - I have asked her not to scratch or pick at this area. 1/19/21-pt here for follow up of right medial / plantar foot ulcer. Her original wound measures sl larger today. No graft was available last week so we used biostep collagen = she thinks this has worked as well as anything - so we will continue for now. She has some periwound irritation and peeling skin more proximally on the ankle - will use triamcinolone/ zinc paste at this site - I have asked her not to scratch or pick at this area. (B)(6) 2021- pt here for follow up of right medial / plantar foot ulcer. Her original wound measures sl larger today. - the small opening more proximal on the medial heel has resolved. She has transitioned to regular shoes and today is wearing crocs - we discussed consideration of custom diabetic shoes which in the past she has been opposed to , however recently she agreed - unfortunately she is still wearing the crocs and I can see an area where she seems to be getting some friction- I have asked her again to try to avoid pressure and friction to this site = advised soft soled shoes with good cushion and stretch until she gets her custom diabetic shoes. Recently no graft has been available so we have been using biostep collagen = last week changed to medihoney = I want to try stimulen collagen powder this week-we will order for her. She has some periwound irritation and peeling skin more proximally on the ankle - - I have asked her not to scratch or pick at this area. She has aquaphor she will use to this site. (B)(6) 2021- wound measures sl improved today recall of primatrix on 05/2023. Reference reports: #mw5148663, #mw5148664.